Event description:
The user facility pathology department called and said the suspect device was in the base unit and they observed it smoking with a small flicker of flames coming from the connection between the device and base. Power supply was pulled and the flames disappeared. No one was hurt. The device was replaced and requested to be returned for evaluation.